Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: device was returned for analysis. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified solution before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device. Liquid was observed to be leaking from a pinhole 1mm distal of the proximal markerband. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely calcified coronary artery. A 10/4.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, the balloon ruptured at 12atm during the first dilatation. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely calcified coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During the procedure, the balloon ruptured at 12atm during the first dilatation. The procedure was completed with another of the same device. No patient complications reported.